Event description:
Litigation papers allege the patient suffers from pain, discomfort and elevated metal ion levels.

Event description:
Litigation papers allege the patient suffers from pain, discomfort and elevated metal ion levels. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, the patient was revised to address left hip metal on metal with pseudotumor formation. Revision notes stated the femoral stem was then examined and showed minimal fretting and taper wear. Clinical findings and imaging revealed pseudotumor. Doi: (B)(6)2006; dor: (B)(6)2017; left hip

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.